Event description:
It was reported that they are getting an error message when trying to charge the implant since before christmas. Pt went into about section of the controller and saw (B)(6) 2011, 7:18, 81, d0n2. Caller also stated that the date is wrong on the controller and they think the error may be m85 or m95 but they are not sure. Caller added that they have tried resetting the controller but that does not resolve the issue. Pt asked for a new battery pack. Agent walked caller through resetting the controller. Pt noted that the cord going into the paddle has a fold/crimp in it. Caller then connected recharger and saw controller at 40% and implant 30%. Pt mentioned that they have seen the unknown error message while being in the passenger seat in the car charging the ins. Historical event: pt stated that ever since implant, the paddle and the implant battery get hot (no pt harm reported). Pt stated they can still keep the paddle on their body. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.